Event description:
It was reported that the patient¿s blood glucose (bg) reached over 400 mg/dl while wearing the pod between 24 and 36 hours on the hips/buttocks. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The cannula was bent. As treatment, the patient changed out the pod and gave a manual injection.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data shows the device completed 389 pulses before being deactivated by the user. No timeouts, drive stalls, or hazard alarms were observed that would indicate a struggle to deliver insulin. During investigation the needle mechanism was reset to the non-deployed state and then manually deployed. No damages or defects that would prevent the needle mechanism from deploying as intended were observed. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. A root cause for the reported needle deploying late could not be determined.